Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. When taking out the suture from the package, it was broken shortly. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.